Event description:
User facility reported: "parotidectomy being performed and a nims nerve monitor was being used. The unit allegedly malfunctioned during the procedure and the facial nerve was transected."